Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue resolved. The rep was able to program around the electrode with high impedances to provide good coverage. The patient's weight was unknown. It was indicated that the information had been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the patient was getting unable to provide desired settings message on the patient controller. This started earlier in the week. The rep stated that prior to calling she checked impedances and 4 and 15 were at 4000ohms with red indicators and 6 was high had a green indicator. The caller stated that she reran impedances and electrodes 0 1 4 6 and 15 are all red with values of 40000ohms. The patient has always had higher impedances since trial but within the normal range, the bipoles are up 2000ohm range with the highest value at 2060ohms. No falls were reported by the patient. The rep was advised to reprogram around electrodes with high impedances. No symptoms/patient complications reported.